Event description:
The physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a calcified lesion in the rca with 80% stenosis and vessel tortuosity but the device could not cross. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. A number of struts on the 1st distal segment were raised. The 13th proximal segment was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited 80% stenosis, calcification, tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 80% stenosis, calcification, tortuosity) known inherent risk of procedure (stent deformation). (B)(4).